Event description:
A care giver attached the slingbar with quick release hook to the handcontrol hanger instead of to the q-link. When the pt was lifted, the hand control hanger became detached and the pt fell to the floor.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.